Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reported that customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer was feeling good that's why customer left hospital. Then later that night customer reached out to emergency medical service. Customer unable to recall blood glucose value. Date of hospitalization was (B)(6) 2020 morning and second visit at evening both hospitalization occurred on same day. Length of hospitalization was five days. Insulin drip was used as a treatment of high blood glucose during hospitalization. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.